Event description:
A lead dislodged and while he was extracting ra lead, he took out the capped rv pacing lead since we did an upgrade a month ago. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5119532.